Manufacturer narrative:
H3: one device was received for analysis in good condition. Visual inspection showed the device was in good condition. Functional testing was performed and the reported issue wasn't duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Preventative maintenance was performed.

Event description:
It was reported that the device was not connecting to wireless and was alarming due to a wireless module error, therefore stopping delivery. There was patient involvement, but no patient harm reported.